Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they received lost sensor. The customer's blood glucose level at the time of incident was 220mg/dl. The customer states their levels had been as high as 551mg/dl. The customer declined to troubleshoot for the highs. Troubleshoot for the sensor was conducted. The customer was advised to monitor the device.